Event description:
It was reported by the affiliate that the (1) mcl20 device was used for a prostatectomy procedure. It was reported that the clips were crossed (scissored). The case was completed with another instrument and there was no consequence to the pt.